Event description:
Customer stated the device was displaying a code 000 when the device was turned on. The customer turned the device on and off several times with the same result. The customer inserted a different code key into the device with the same result when the device was turned on. During troubleshooting, the customer took the batteries out of the device and after reinserting them back into the device, the correct code appeared. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.